Event description:
Follow-up reported that the physician did not believe the issues were related to the device.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient lost function in the right foot. The device was removed.